Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0011673970); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0011600411); product type: 0195-heart valves; implant date n/a; explant date n/a conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Post transcatheter aortic valve replacement (tavr) echocardiogram clips were provided for review, 2d imaging only and no color flow doppler. Valve implant depth appears shallow on the anterior side of the frame and normal on the posterior side. Native right coronary cusp (rcc) appears flail with mobile echogenic structure at the end of the leaflet, possible vegetation/mass/thrombus. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. High gradients can be related to valve related factors (such as degeneration, thrombus, or calcification) or non-valve related factors (such as left ventricular outflow tract (lvot) obstruction, patient pressures, or left ventricular dysfunction). The shallow depth may have been a contributing factor to the event. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve in a patient with a native bicuspid valve (type I fusion right coronary cusp (rcc) - non-coronary cusp (ncc)), the non-medtronic guidewire and catheter came out of the left ventricle approximately 10-12 times due to a tight leaflet opening. Multiple catheter and guidewire exchanges were required to ultimately place the pigtail catheter and then the medtronic guidewire into the apex of the left ventricle. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 mm non-medtronic (true) balloon. The valve was inserted and deployed at a depth of 3 mm ncc but high at 0 mm left coronary cusp (lcc). It was then recaptured into the delivery catheter system (dcs) and placed deeper at 5 mm ncc. The patient¿s blood pressure was ¿soft¿, so the valve was fully deployed and ended at 3 mm ncc and 4 mm lcc. The dcs was removed from the patient. There was a mean gradient of 16 mmhg via transesophageal echocardiogram (tee), so a post-implant bav was performed using a 20 mm non-medtronic (true) balloon. The valve had good frame expansion. Tee was performed again, and the mean gradient was 6 mmhg with no paravalvular leak and no conduction issue. As the medtronic guidewire was removed from the left ventricle, it was observed via tee that the rcc leaflet of the native valve was prolapsed below the medtronic valve frame. The implanting team discussed placing a second valve, but because the patient was stable and the valve performance had no issues, it was decided to end the procedure without intervention. No additional adverse patient effects were reported.